Event description:
It was reported that the customer has become ill and was hospitalized for an issue not related to diabetes. The customer's wife is trying to operate the insulin pump, but does not know how, and wants to troubleshoot. The wife states she does not know what to do while the customer is in the hospital. It was stated the customer's blood glucose was at 84 mg/dl. The low blood glucose levels were treated with crackers and juice. The current blood glucose was 367 mg/dl. The customer is on medicine from the hospital. Advised the wife to monitor the customer's blood glucose. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.